Manufacturer narrative:
(B)(4). Twenty companion samples were returned for evaluation. A visual inspection was performed and revealed no defects. An underwater pressure test at 8psi was conducted for the returned samples and found no abnormalities. Liquid leak test was performed for the luer slip fitting on all returned samples with iso 594/1, digital pressure gauge and algol pull tester were performed as well and found no abnormalities. Luer gauging test was conducted on all returned samples and no abnormalities were found. A push/pull gauge test was performed and found 1 out of 20 returned samples in which the two piece luer body from cavity number 50c failed. This indicated that the two-piece luer body was too small. The reported condition was confirmed in one sample. The root cause is determined to be caused by the mold insert being undersized and the inspection of the mold failed to detect the nonconformance. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) a clearlink system continu-flo solution set in which a leak occurred. It is unknown where the leak was observed. It is unknown when the event occurred. There was no report of patient involvement, injury, medical intervention or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.